Event description:
It was reported that the 9900 system had no image displayed on the left monitor during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The interconnect cable, video cable, and the image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.